Event description:
The customer reported that the central nurse's station (cns) is removing room intermittently. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is removing room intermittently. It does have the patient in the room when removing the room. The cns was rebooted and it's now working correctly. Technical support (ts) informed the customer that as the system is working correctly, troubleshooting cannot be performed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patient affected. B6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patient affected. B7 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patient affected. D10 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; no patient affected.

Event description:
The customer reported that the central nurse's station (cns) is removing room intermittently. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is removing room intermittently. It does have the patient in the room when removing the room. The cns was rebooted and it's now working correctly. Technical support (ts) informed the customer that as the system is working correctly, troubleshooting cannot be performed. There was no patient injury reported. Investigation summary: a definitive root cause could not be determined from the device logs. Nkc developed a countermeasure to address this issue through the bsm-1700 software update to version 02-68. Review of the complaint device's serial number does not show other complaints. Review of the customer's complaint history does not show recurrence after the software update which was released (B)(6) 2023. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patient affected. B6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patient affected. B7 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patient affected. D10 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; no patient affected. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) is removing room intermittently. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.